Event description:
It was reported that the patient was admitted with bacteremia on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admissions for chronic driveline infection reported under under MFR report numbers 2916596-2021-00996, 2916596-2021-00962, and 2916596-2021-00961.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021 due to chronic driveline infection with multiple hospital readmissions. The infection had spread to the pump pocket. The device would not be returned for evaluation.